Manufacturer narrative:
The reported unit was not made available for evaluation. Multiple attempts were made to obtain additional information and return of the reported device. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: "oxygen concentration must be monitored downstream from the mixer with a suitable, calibrated oxygen analyzer, equipped with alarms that can be set for high and low fio2's. Fio2's should then be adjusted to maintain appropriate blood gas concentrations.", "whenever a patient is attached to respiratory care equipment, constant attendance is required by qualified personnel. The use of alarm or monitoring systems does not provide absolute assurance of a warning for every possible system malfunction. In addition, some problems may require immediate attention.", "this precision gas-mixing device may become nonfunctional or damaged if used without the watertrap assembly and filters provided", and "before using this mixer, verify that the performance verification procedure has been performed by a qualified individual." Should the product be returned or new information is made available, a follow-up report will be provided.

Event description:
It was reported via medwatch# mw5041603 that, "soon after initiation of cardio pulmonary bypass, the pt's blood was not adequately oxygenating. The pt's oxygenation was maintained by resuming ventilation and then connecting an oyxgen tank to the bypass circuit. The problem was attributed to the oxygen delivery circuit, so the oxygen blender was replaced and no further issues were encountered for the remainder of the case. Post procedure troubleshooting demonstrated that the blender failed despite passing pre procedure checks. Device returned to biomedical electronics services and technologies on (B)(6) 2015 where mixer knob was re-anchored and unit calibrated and performance inspection completed. Device returned to rush on 02/18/2015."

Manufacturer narrative:
The investigation is currently underway. Once complete, a f/u report will be submitted.

Event description:
It was reported via medwatch vol# mw5041603.